Event description:
The customer contacted the siemens technical solutions center (tsc) to report that quality controls (qc) were running high on some assays and low on other assays following the daily cleaning procedure (dcp). During this time, patient samples were run for thyroid stimulating hormone (tsh), vitamin b12 (vb12), folate (fol), ferritin (fer), luteinizing hormone (lh), testosterone (tsto), carcinoembryonic antigen (cea), prostate specific antigen (psa), free thyroxine (ft4), free triiodothyronine (ft3), follicle stimulating hormone (fsh), cancer antigen 125 (ca125), alpha fetoprotein (afp), human chorionic gonadotropin (hcg), troponin, prolactin (pro), estradiol (oest), progesterone (prog), and autoantibodies to detect thyroid peroxidase (atpo). Some patient results were reported to the physician(s), although the customer did not specify which. The samples were repeated on either an alternate advia centaur xp instrument or the same instrument after troubleshooting. Corrected reports were issued to the physician(s) for some results. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the aspirate probe 1 tubing had become disconnected from the probe. The cse reconnected the tubing. The cse also proactively cleaned the luminometer and ran diagnostics checks, which were acceptable. Calibration and qc were run, resulting within range. The cause of the discordant results was the disconnected aspirate probe tubing. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00274 was filed on april 7, 2014. Additional information (04/17/2014): the customer provided the reporting units for some of the assays. The reporting units for cea, ca19-9, afp, troponin, ca125, tsh, ft4, ft3, fsh. Correction: patient samples were also tested for cancer antigen 19-9.

Event description:
Patient samples were also tested for cancer antigen 19-9 (ca 19-9).